Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was being prepped for an impella cp implant and during the setup, the device was not recognized. It kept asking for grey to grey connection like with the old impella cp. It was an impella cp smart assist. It eventually then seem to rectify itself so the staff continued with set up but on insertion, it would not ramp up past p3 when turned on and gave a suction alarm. Position was checked and there were no issues at all. Another device was used which worked fine and the case was completed as planned. No patient harm was reported.

Manufacturer narrative:
The investigation of pump not detected and low pump flow has been completed. The impella device was returned for evaluation. Pump not detected: clinical details state that the impella cp could not be recognized at first and the aic kept asking to connect the grey-to-grey connectors. The issue eventually resolved. The data log review that the pump was not recognized during the first attempt at case start wizard. Case start wizard was started again and the pump was recognized. The pump was returned and evaluated. The pump was run and had no detection issues. The pump was then reprogramed to run through case start as a new pump and it was able to be detected. There was no problem found with the returned pump. Upon review of data logs and returned pump, it is apparent that the console is the potential cause of the issue. Low pump flow: data log review showed sustained low pump flow and a suction alarm. Upon startup, there were two distinct motor current spikes unlike the singular motor current spike typically seen upon pump startup. The pump was returned and evaluated. There was a kink found in the mid-section of the cannula and biomaterial found wrapped around the tip of the impeller. Low pump flow was reproduced in the lab. The root cause of the low pump flow was most likely biomaterial as the returned product had biomaterial wrapped around the tip of the impeller, low pump flow reproduced, and data log review indicated ingestion. Product damage (cannula kink): the failure mode product damage (cannula kink) was added since a cannula kink was found on the returned pump. It is unknown how/when the kink occurred. The root cause of the product damage (cannula kink) was not determined since insufficient clinical details were provided about the source and timing of the kink. Thrombus: the failure mode thrombus was added since data log review for low pump flow showed a motor current spike indicating ingestion. There was biomaterial found on the tip of the impeller on the returned pump. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added.